Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited low impedance. The lead remained implanted. No further information is available at this time.

Event description:
New information noted the lead was capped and replaced on (B)(6) 2018. The patient's system was placed on right side due to lead could not fit in the same vein. No further information could be obtained.